Manufacturer narrative:
(B)(4)

Event description:
Following implant, the patient did not have a therapeutic effect. The patient had pain in his hands. The patient also had a csf leak which resulted in a headache for about a week after the procedure; it resolved. The patient "took a bad fall" in (B)(6) and was afraid that he dislodged the catheter. In (B)(6), the patient had a small bulge in his back, he was still in a lot of pain, and he had a heavy sensation in his legs. The patient had a change in his oral dosage and his intrathecal dosage; it caused him to have bowel seepage as side effect. The dosing was changed again and this relieved the bowel seepage. As of (B)(6)2010, the patient was experiencing a change in bowel habits and no real pain relief. The device system was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.